Manufacturer narrative:
Patient information cannot be provided due to local personal data privacy legislation/policy. Phone number: (B)(6). Device evaluated: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient has a complaint about glare & halos with an intraocular lens (iol). There are no issue regarding va (0.8 for distance), but daily activity is affected especially at night time and patient cannot adapt to diffractive ring. Doctor performed an explant and a monofocal lens was used as the replacement. There were no other surgical interventions required. Patient vision pre-operative is far: 0.8 near: j4 (decimal) and vision post-operative is far: 0.5 near: j2. Patient is temporarily impaired. No further information was provided.

Manufacturer narrative:
Additional info: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: aug 12, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The complaint lens was received wrapped in gauze inside an opened non-jnj pouch. Visual inspection under magnification revealed the lens was returned cut in half. No defects that could contribute to visual issues were observed. No additional defects were observed. Conclusion: the reported complaint issues of glare and halo vision were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.